Event description:
It was reported, the pt presented with shortness of breath and initial echoes showed the valve appeared to be fine; however, the transvalvular gradient was elevated. The valve was explanted and the physician noticed thrombus on 2 of the leaflets that may have caused the stenosis. Another 23 mm valve from another MFR was implanted. Add'l info has been requested.